Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s controller ac adapter does not provide power to the controller. It was further reported that the light and power on the ac adapter was going on and off. The controller ac adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. The reported controller ac adapter power turning on and off cannot be confirmed as the device performed as intended without any anomalies. As a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.